Manufacturer narrative:
The reported condition of fail code 570 was confirmed. A corrective and preventative action and field corrective action have been initiated.

Event description:
A fail code 570. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.